Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited noise oversensing resulting in inappropriate automatic mode switch (ams) and false atrial tachycardia/ atrial fibrillation (at/af) episodes. No intervention was performed; the lead will continue to be monitored. The patient was in stable condition.